Event description:
It was reported that during a test study for potential use of veritor, false positive results were obtained. Patients were not affected by this issue as the testing performed was not on specimens from patients who would be treated based on result. Eua # (B)(4).

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch numbers 0208786 and 0245252. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch numbers provided. The reported issue was unable to be confirmed. There is a trend against false positive results. Bd has initiated CAPA#1878253 to further investigate. Testing performed on the returned veritor instruments (serial numbers (B)(6)) found no issues. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
Eua # (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0208786. Medical device expiration date: 2020-12-06, device manufacture date: 2020-08-03, medical device lot #: 0245252. Medical device expiration date: 2020-12-22 device manufacture date: 2020-09-09. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during a test study for potential use of veritor, false positive results were obtained. Patients were not affected by this issue as the testing performed was not on specimens from patients who would be treated based on result. Eua # (B)(4).